Event description:
It was reported that during a ladg, the tissue pad fell into the patient. The fallen tissue pad was retrieved by a forceps via trocar. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4): added additional information. The device was returned in good physical condition. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. The tissue pad was not detached as reported.the device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.